Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 10:20am on (B)(6). The patient reported obtaining a blood glucose reading of 115mg/dl on the subject meter and 74mg/dl on a hospital meter at 8:47am on (B)(6). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with a combination of medication, including 1000mg of metformin twice a day, januvia twice daily (dose unknown), acarbose three times daily (dose unknown) and trulicity once a week (dose unknown). The patient denied making any changes to their usual diabetes management in response to the alleged issue. The patient reported developing a symptom of ¿fatigue¿ on (B)(6) the patient reported receiving hcp treatment of IV glucose at 12am on (B)(6). At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.